Event description:
It was reported that "doctor broke tip off of hybrid revision draw rod while removing screws from plate."

Manufacturer narrative:
Method: mfg record review, complaint history analysis and risk assessment. Results: visual inspection: the implicated device was not available for evaluation. Mfg record review: no discrepancies noted, (B)(4). Investigation into past complaints concluded that the failures were the result of user-error i.e., over-angulation. Risk assessment: the broken fragment was safely removed from the pt and the surgery was completed successfully. There were no reports of any adverse consequences to the pt or of any delays in surgery. The reflex-hybrid screw extractor inner shaft is made of implant grade biocompatible stainless steel to mitigate the risk of broken tips remaining inside the pt should the device break during surgery. Conclusion: a thorough investigation could not be performed as the implicated device was not available for evaluation the instrument failure is believed to be the result of user-error. The surgical technique states that pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft.